Manufacturer narrative:
Name (B)(6) based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an issue with infusion set tape on (B)(6) 2026. The quick release base did not stick and caused the detachment of infusion set.